Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser power was low and the aiming beam was dim. The procedure details and patient impact have not been provided. Additional information has been requested and received indicating the event took place during a vitreoretinal procedure. No system messages were displayed. The procedure was completed by increasing the laser power as needed. There was no harm to the patient.

Manufacturer narrative:
The customer declined servicing. Additional information was requested but none was provided to date. Without the information, a root cause cannot be conclusively determined. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).